Manufacturer narrative:
G4:26mar2021. B4:03apr2021. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. An authorized service personnel(asp) was dispatched to the customer site. The asp discovered that the device was making a metallic clanking noise and determined that the blower assembly needed to be replaced to return the device to working condition. The asp replaced the blower assembly to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 09feb2021.

Event description:
It was reported to philips that the device had a noise coming from the blower. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
The blower assembly was returned for analysis. Visual inspection of the blower assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the customer complaint could not be duplicated. Returned blower assembly passed all testing. No-fault found.